Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of the returned guidewire revealed that the guidewire broken, body kinked and distal tip was bent.the guidewire returned separated in two sections; it was broken approximately at 169.3 cm from the proximal end. The another section measured approximately 11 cm. The larger section was kinked approximately at 153 cm from the proximal end. The distal tip was bent. Dimensional inspection revealed that the outer diameter (od) distal tip, middle of the device, and proximal section were within specification. However, the overall length could not be performed due to guidewire broken. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that wire broke off. The target lesion area was located in the liver. A fathom-16 guidewire was selected for use. During the procedure, it was noted that the tip of the wire broke off. The tip was still contained and there was no additional intervention required to remove the separated device. The device was removed with no patient complications.

Event description:
It was reported that wire broke off. The target lesion area was located in the liver. A fathom-16 guidewire was selected for use. During the procedure, it was noted that the tip of the wire broke off. The tip was still contained and there was no additional intervention required to remove the separated device. The device was removed with no patient complications.